Event description:
Philips received a complaint from customer biomed reporting the oxygen (o2) manifold on the v60 ventilator was broken. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. Due to the broken component, o2 was leaking. The bme requested part details for replacement order. The rse provided the requested information. The bme confirmed the issue was resolved with replacement of the o2 transport cart kit as recommended by the rse. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.